Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during setup, the thermogard xp ivtm system (sn (B)(4)) was inadvertently unplugged by the user and once plugged back in, the console displayed error code mid:09 (air trap assembly). User dried out the air trap holder and turning the console off/on but error code persisted. No patient involvement.